Manufacturer narrative:
This report is being supplemented to provide additional information based on results from further olympus third-party testing, the device evaluation, the legal manufacturer's final investigation, and additional culture results from the customer. Upon further follow up with the customer the following culture results were provided/dates clarified: sampling date: oct 06, 2023, sampling from: all channels, cfu: 70 colony forming units (cfus), bacterial identification: bacillus species. Sampling date: oct 11, 2023, sampling from: all channels, cfu: 250cfu, bacterial identification: bacillus species. Sampling date: oct 13, 2023, sampling from: all channels, cfu: 150cfu, bacterial identification: bacillus species. Sampling date: oct 18, 2023, sampling from: all channels, cfu: 100cfu, bacterial identification: bacillus species. Olympus provided the following result after an additional culture test was performed at the third-party labs: sampling date: nov 13, 2023, sampling from: all channels, cfu: 0cfu, bacterial identification: no bacteria detected. The device was evaluated and no abnormalities were found that could have led to a positive culture. Additionally the customer's reported event, scratch on the working channel, was not confirmed. The following defects, however, were noted during the evaluation; water tightness was lost due to wear on the scope cover and a pinhole in the bending section cover. The air/water and suction cylinder had no color. Insulation resistance value at the distal end did not meet standard value due to a worn angle wire and the light guide lens had a crack. These defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation (hmi) test was positive. The results reported that the water/air channel tested positive for 6 cfus of micrococcus luteus and paracoccus yeei. All channels were sampled. Sampling report results date: november 6, 2023. The device needs to be reprocessed and retested again. The customer provided the cleaning, sterilization, and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no deviations, deficiencies, or concerns in the reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning, sterilization, and disinfection (cds) process.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for 70 colony forming units (cfus) of bacillus species. The scope had been cultured four times. Bacillus species were found all four times. It was also reported that the working channel could be scratched. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.